Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a powerpicc implanted on (B)(6) 2022. On (B)(6) 2022, leakage of tpn occurred from the insertion site. The device was removed from the patient¿s body. Leakage was found between the 0 ¿ 9.5 cm depth markings on the removed catheter. There was no reported patient injury.

Event description:
It was reported that the patient had a powerpicc implanted on (B)(6) 2022. On (B)(6) 2022, leakage of tpn occurred from the insertion site. The device was removed from the patient¿s body. Leakage was found between the 0 ¿ 9.5 cm depth markings on the removed catheter. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr d/l powerpicc sv catheter. Usage residues were observed throughout the sample. Surface damage was observed between the 9cm and 10cm depth markings. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion; however, when flushing the red-luered lumen, a leak was observed at the damaged region. Microscopic inspection of the damaged region revealed multiple surface abrasions. The damage exhibited a diagonal striated pattern. Material flow was observed following the same pattern as the striations. A split in the catheter was observed within the damaged region. The striated pattern and material flow were consistent with damage caused by catheter manipulation using a traumatic instrument such as forceps or hemostats. The relatively short duration between device placement and leak observation suggested that manipulation may have occurred during device placement. H3 other text : evaluation findings are in section h.11.